Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 190 mg/dl. Customer was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. There were no motor error alarms were noted. However, the pump was unable to prime during prime/compromised forces sensor system test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. The pump was received with a cracked case at the display window corners and battery tube threads. The pump was received with a minor scratched display window.